Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator reported a transducer was pulling air into the system.the transducer popped off while starting patient. In a follow up, the reporter said treatment was completed. There was no harm to the patient. There was no blood loss for the patient. The blood pump was stopped and new transducer was added to the lines. There is no sample/companion available to send.